Event description:
It was reported by a customer on (B)(6) 2010, the fiber was damaged at the tip at 118,271 joules. Also, it was reported the fiber tip broke and inside of the patient. The fiber tip was extracted from the patient.